Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an inappropriate measured battery data of 2.43 v, and dashes for battery current and impedance. The magnet rate was 81.7 ppm. Post explant, the battery voltage was 2.75 v and the magnet rate was 98.5 ppm.